Manufacturer narrative:
Device received with software error bad pointer alarm loop during power up, problem isolated to mother board. Unable to perform the displacement test , rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify motor error alarm due to software error bad pointer alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error after rewind process. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.